Event description:
New information received stated that the patient presented to the hospital for a scheduled device change out of the implantable cardioverter defibrillator. The device was found to at end-of-life and could not be interrogated. The device was explanted and replaced successfully. The patient's condition remained stable throughout the procedure.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and explant of the implantable cardioverter defibrillator was anticipated. No intervention was performed at this time. The patient's condition was stable.